Event description:
The following was reported by the aci clinical specialist on (B)(4) 2012: "the physician reported that over the last couple of months, he has seen a patient who came into his office with a hematoma. The physician described the hematoma as significant (golf ball to baseball size). The physician stated that the patient is stable in the hospital with no problems prior to discharge. The physician believes it is an issue with the mynxgrip sealant not holding properly." The aci clinical specialist reported that the physician refuses to go through records for more specific information. The deployer was reported as not a trained user. No further information is available.

Manufacturer narrative:
Is being corrected from life-threatening to other serious.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.